Event description:
An analysis was performed on the handheld and no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.an analysis was performed on the returned flashcard and the reported allegation was not verified. The flashcard and software performed according to specifications. During the analysis, no anomalies associated with flashcard software or databases were identified. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the physician was having problems with his handheld for the last couple of weeks. The handheld would freeze on the interrogation successful screen. They have tried troubleshooting; including completing a hard reset, but nothing seems to keep if from recurring. There were no patients affected as they have used another programming system on the patients without issue. The handheld and flashcard have been returned to the manufacturer on (B)(4) 2012; however product analysis is not yet complete.

Manufacturer narrative:
Corrected data: a portion of the results from product analysis performed on the flashcard was inadvertently omitted from follow up report 1.

Event description:
During product analysis on the returned flashcard it was it was identified that the software would pause on the interrogation successful screen for 12 seconds before showing the parameters screen. This was found to be expected behavior based on the amount of data stored in the database (1.5mb). Follow up was performed with the physician's office to determine if the handheld was freezing or pausing during the interrogation successful screen and it was indicating that the handheld would freeze and become non-functional. Per the physician's office, performing hard resets did not always resolve the issue. While no anomalies were identified with the flashcard or handheld, the allegation of the handheld freezing during interrogation is due to a computer software error.